Event description:
The customer observed a false non-reactive architect anti-hbc ii result for one sample. Results provided: (B)(6) 2022 sid (B)(6) anti-hbc2 initial result = 0.83, repeat results= 10.21, 11.46 no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) performed multiple troubleshooting procedures, including replacement of the valve, manifold kit (rohs) (7-77612-03) that was found to be leaking. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the valve, manifold kit (rohs) (7-77612-03) for the architect did not identify any trends. A review of tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systematic issues or trends related to the result issue described in this complaint. Labeling was reviewed and provides adequate information regarding the troubleshooting of erratic/discrepant results. A review of historical data found no non-conformances related to the current complaint. Based on the investigation, no systemic issue or deficiency for the architect i2000sr serial number (B)(6) was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false non-reactive architect anti-hbc ii result for one sample. Results provided: (B)(6) 2022, sid (B)(6) anti-hbc2 initial result = 0.83, repeat results= 10.21, 11.46 no impact to patient management was reported.